Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. It could not be determined if the complaint product was confirming when it left zimmer biomet control. Review of the device was unable to confirm the reported condition. Dimensional analysis found the examined devices to be within specification. A conclusive root cause for the event could not be determined.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Remains implanted.

Event description:
It was reported a patient underwent an initial total knee arthroplasty on (B)(6) 2016. During the procedure, the patella was sawed "freehand" and a trial patella was used to determine that a 34mm diameter patellar implant was needed. When the final patellar implant was cemented into place, it was too large. It was found that the final implant was 35.5mm in diameter instead of 34mm in diameter. As a result, the patellar component was overhanging. The surgeon decided to leave the patella as is.